Event description:
It was reported the catheter was deformed when removed; the procedure was uneventful and the clamp was open. The damage did not occur specifically in the catheter but in the guidewire. There were no difficulties during the insertion/use of the catheter only at the time of removal of the guidewire. There was no harm caused to the patient. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.